Manufacturer narrative:
The reported event was confirmed ¿ unknown cause. The reported failure was able to be reproduced. The product had caused the reported failure. Based on the evaluation, it was observed irregular burst without missing pieces. However, the exact cause of how and when the problem occurred could not be determined. The potential root cause for this failure mode could be due to user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/operator error). The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "[warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients (1) patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1) do not use in patients who are or have been allergic to natural rubber latex [intended use & effect- efficacy] the device combines an indwelling bladder catheter and a urinary drainage bag that are used for urinary drainage and bladder irrigation. [Precautions] 1. Precautions for use (exercise caution when using the device in the following patients) (1) exercise caution when using the device in patients with high urinary calcium levels as encrustation on the balloon surface, catheter occlusion or damage may occur. 2. Important precautions (1) when catheter is inadvertently removed, inspect the balloon and shaft of catheter for rupture, defect, etc. Before inserting a new catheter. (2) when any part of the balloon and/or the catheter is missing, consider removing them using a cystoscope. (3) when it is difficult to remove catheter by deflating the balloon, take appropriate measures according to the section ¿troubleshooting¿. 3. Malfunction and adverse events 1) malfunction - catheter kinking, damage, rupture - difficulty or failure to remove the device - occlusion of catheter inner lumens - encrustation - accidental removal of the device due to leakage of sterile water or balloon rupture - device damage due to inappropriate use 2) adverse events - urinary-tract infection - hemorrhage, hematuria - allergy reaction to the device - calculus formation - edema - pain - discomfort - injury of bladder or urethral - urethritis, urinary incontinence - retained balloon fragments [storage method and expiration date] 1. Storage store in a dry, cool place away from heat, moisture, and direct sunlight. 2. Expiration date indicated on the direct package and the outer box." Correction: d,f,h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that after placing the catheter in a patient, the nurse noticed that the balloon had ruptured. As per the additional information received on 02may2023, it was stated that on (B)(6) 2023, a 14fr catheter was inserted for discharge. Used a dib cap at home. On (B)(6) 2023, the patient visited the emergency department as the balloon spontaneously fell out. At around 20:00, the patient felt a shock with an unexplained popping sound in the lower abdomen, after which the patient noticed that the catheter had withdrawn spontaneously. The patient was in the kotatsu table for a long time in a sitting position when the patient had a break. The user decided to check the next day, as if there was any defect or remnants of the broken part, it would have caused inflammation. On april 21st 2023, the nurse and doctor on duty checked if there was any damage to the damaged part. No obvious defect was observed. Per follow-up information received from ibc on 09may2023, stated that the details regarding the recovery of the balloon pieces were not provided from the customer.

Event description:
It was reported that after placing the catheter in a patient, the nurse noticed that the balloon had ruptured. As per the additional information received on (B)(6) 2023, it was stated that 0n (B)(6) 2023, a 14fr catheter was inserted for discharge. Used a dib cap at home. On (B)(6) 2023, the patient visited the emergency department as the balloon spontaneously fell out. At around 20:00, the patient felt a shock with an unexplained popping sound in the lower abdomen, after which the patient noticed that the catheter had withdrawn spontaneously. The patient was in the kotatsu table for a long time in a sitting position when the patient had a break. The user decided to check the next day, as if there was any defect or remnants of the broken part, it would have caused inflammation. On (B)(6) 2023, the nurse and doctor on duty checked if there was any damage to the damaged part. No obvious defect was observed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.